Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The manufacturer¿s international service technician replaced the date acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The customer returned data acquisition (da) board was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the pressure accuracy test (pvt test 4) at the 0 cmh2o setting. There was no patient involvement.